Event description:
During follow up by canada pharmacovigilance (cpv) on (B)(6) 2012 for an unrelated complaint, cpv received additional information from the home patient (hp). The hp reported that they had previously had peritonitis two times in the past (this report is covering event 2 of 2). The date of diagnosis is unknown for past peritonitis episodes. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: follow up information was received from the patient. This episode of peritonitis occurred about one year ago. This episode was not bacterial peritonitis. The patient stated that this peritonitis cleared up within a day. He reported that he went to emergency room for treatment and the event was mild, but he was not sure if he was given antibiotics. He was not sure of the cause; the patient stated he may have touched something. He reported having terrible stomach problems. This complaint for peritonitis is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or malfunctions that caused the reported problem. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.